Manufacturer narrative:
Inspection of the formed needle found the tip of the formed needle to be bent and damaged. No other damages or deficiencies were observed that would contribute to pain or irritation at the infusion site. The damaged needle tip was confirmed to be the cause of both the reported pain during insertion and skin irritation at the infusion site events. During the investigation, a tear was found in the exposed portion of the soft cannula. Fluid was found to leak from the tear in the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported the patient's blood glucose level rose to 369 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient applied a new pod. The device was originally reported for pain during insertion and skin irritation.